Manufacturer narrative:
(B)(4). Correction to product evaluation: customer returned incorrect meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 353 and 276mg/dl using true result meter. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is within the month of june 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). The customer says she takes her blood test fasting and is concerned that the result was 200mg/dl twice. She has not had any changes in her diet or medication. She takes glimepiride to manage her diabetes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 353 and 276mg/dl using true result meter. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is within the month of (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). The customer says she takes her blood test fasting and is concerned that the result was 200mg/dl twice. She has not had any changes in her diet or medication. She takes glimepiride to manage her diabetes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference note: evaluation codes corrected.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 353 and 276mg/dl using true result meter. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is within the month of (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: 165mg/dl (B)(6) 2016 11:15 am fasting: yes, 153mg/dl (B)(6) 2016 11:20 am fasting: yes, 154mg/dl (B)(6) 2016 11:24 am fasting: yes, 200mg/dl (B)(6) 2016 11:25 am fasting: yes, 200mg/dl (B)(6) 2016 11:26 am fasting: yes. The customer says she takes her blood test fasting and is concerned that the result was 200mg/dl twice. She has not had any changes in her diet or medication. She takes glimepiride to manage her diabetes.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4). Manufacturer contacted customer in order to get the correct meter for investigation. The customer confirmed that returned meter serial# (B)(4) is the subject of the initial complaint. Therefore, the meter serial# is updated. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 353 and 276mg/dl using true result meter. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is within the month of (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). The customer says she takes her blood test fasting and is concerned that the result was 200mg/dl twice. She has not had any changes in her diet or medication. She takes glimepiride to manage her diabetes.